Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels as well as low bg levels. Reportedly, customer had been working with customer's healthcare provider to adjust settings to better fit the customer's insulin needs. Bg values were not provided. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.